Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual inspection was performed and the device has the distal tip kinked and kinks in the middle of the device. All the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-04460. It was reported that a burr became stuck in the wire. A 2.00mm rotalink plus and a rotawire was selected and advanced to treat the moderately tortuous and severely calcified target lesion. While advancing the device with dynaglide mode through a guide catheter, it was noted that the burr stopped rotating. Pressure was added, but stall light was illuminated and the burr became unable to rotate. The physician thought that the device was stuck with a wire. The devices were removed together from the patient. The procedure was not completed due to same device was unavailable. No patient complications were reported and the patient's status was good.

Event description:
Same case as: 2134265-2015-04460. It was reported that a burr became stuck in the wire. A 2.00mm rotalink¿ plus and a rotawire was selected and advanced to treat the moderately tortuous and severely calcified target lesion. While advancing the device with dynaglide mode through a guide catheter, it was noted that the burr stopped rotating. Pressure was added, but stall light was illuminated and the burr became unable to rotate. The physician thought that the device was stuck with a wire. The devices were removed together from the patient. The procedure was not completed due to same device was unavailable. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).